Manufacturer narrative:
H10: two (2) actual devices (partially filled with solution) and four (4) photographs were received for evaluation. Vsual inspections with the unaided eye and with magnification were performed on the actual samples which did not identify any abnormalities that could have contributed to the reported condition.the fill port connector caps were removed and no issues were observed in either of the samples. A visual inspection of the photographs revealed a colorless to white polymeric appearing fiber in the fluid pathway of the devices. Therefore, the reported condition was not verified in the actual samples, however, was verified in the photographs.the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long particle was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.